Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the replacement of the patient¿s implantable neurostimulator (ins) with an ins and pocket adaptor that high impedances were measured. The impedance testing was performed during the implant procedure and found impedances of ¿>10000¿ ohms on unipolar electrodes 0, 1, 2, and 3. The impedance testing was performed while the patient¿s stimulation was turned off. Inspection of the system connections found they all ¿seemed ok¿ and added that ¿they were ok¿ prior to replacement also. The patient¿s system ¿remained in service¿ and implanted at the time of report. The patient was alive with no injury at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# 0208578962, implanted: (B)(6) 2014, product type: adapter; product ID neu _unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
Additional information received reported that on one side the patient still had high impedance and did not feel stimulation. The patient was getting good pain relief from stimulation provided on the other side so the patient was satisfied. The cause of the high impedance was not determined. No interventions were planned at the time of the report since the patient had good pain relief.